Event description:
It was reported by the aci's international distributor that a male pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery with a 6/7f sheath (model unk) via a retrograde approach. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f for femoral arterial closure. It was reported that the physician shuttled down, and then retracted the sheath to expose the advancer tube; however, the advancer tube was not visible. The device was deflated and removed completely from the pt. The physician converted the pt to 10 minutes of manual compression, and hemostasis was successfully achieved. It was also reported that the pt was hospitalized prior to the procedure (not mynx related). No further info was provided.

Manufacturer narrative:
The device was returned for investigation in a condition that suggests that there was a possible failure to deploy. The sealant and the advancer tube were inside the shuttle cartridge in the mfg position. The shuttle down procedure was simulated and the sealant was deployed without any issues. No anomalies were observed as a result of the device inspection. Based on the provided info and the investigation performed, the root cause for the reported advancer tube not visible could not be conclusively determined. The review of the lhr (lot f1125101) indicated that the device lot met all established performance criteria prior to shipment.